Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included device migration, multigravida, parity 3 and irregular menstrual cycle. Essure confirmation test conducted on (B)(6)2010 :- bilateral occlusion. Concurrent conditions included gastric cancer, umbilical hernia, appendectomy, adenomyosis, paratubal cyst, d & c, gas, bowel motility disorder, vaginal discharge, offensive vaginal discharge and bacterial vaginosis. Concomitant products included ibuprofen (motrin) since 2009 and naproxen sodium (aleve) since 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient underwent tooth extraction ("multiple teeth removal"). In (B)(6)2011, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2013, the patient experienced fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), feeling abnormal ("foggy brain") and memory impairment ("memory issue"). In (B)(6)2013, the patient experienced contusion ("bruising"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), tooth disorder ("dental problems"), anaemia ("anemia"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal discharge, fatigue, headache, vaginal haemorrhage, urinary tract disorder, bladder disorder, anaemia, feeling abnormal, memory impairment, abdominal pain upper and pain in extremity outcome was unknown, the dysmenorrhoea, tooth disorder, contusion and tooth extraction had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anaemia, back pain, bladder disorder, contusion, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, tooth extraction, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: four trailing coils noted on right, two trailing coils identified on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Back pain, menorrhagia, allergy to nickel, vaginal bleeding, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Lot number was added. New events added: abnormal bleeding (vaginal), urinary problems, bladder problems, anemia, foggy brain, memory issue, bruising, stomach pain, leg pain, teeth extraction. Outcome of the events migraine, bruising, teeth extraction, dysmenorrhea were updated to recovered/resolved. Concomitant history, medical history and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included device migration, multigravida, parity 3 and irregular menstrual cycle. Essure confirmation test conducted on (B)(6) 2010 :- bilateral occlusion. Concurrent conditions included gastric cancer, umbilical hernia, appendectomy, adenomyosis, paratubal cyst, d & c, gas, bowel motility disorder, vaginal discharge, offensive vaginal discharge and bacterial vaginosis. Concomitant products included ibuprofen (motrin) since 2009 and naproxen sodium (aleve) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient underwent tooth extraction ("multiple teeth removal"). In (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), feeling abnormal ("foggy brain") and memory impairment ("memory issue"). In (B)(6) 2013, the patient experienced contusion ("bruising"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), tooth disorder ("dental problems"), anaemia ("anemia"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal discharge, fatigue, headache, vaginal haemorrhage, urinary tract disorder, bladder disorder, anaemia, feeling abnormal, memory impairment, abdominal pain upper and pain in extremity outcome was unknown, the dysmenorrhoea, tooth disorder, contusion and tooth extraction had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anaemia, back pain, bladder disorder, contusion, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, tooth extraction, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: four trailing coils noted on right, two trailing coils identified on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Back pain, menorrhagia, allergy to nickel, vaginal bleeding, nausea. Lot number: 654835 manufacturing date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted on (B)(6) 2010 :- bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal discharge, fatigue, tooth disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal discharge to be related to essure. The reporter commented: as of today I am 1 week post. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received reporter information was added. Case become incident adverse event nos replaced with new event added dysmenorrhea (cramping), pelvic pain abdominal pain, back pain, menorrhagia,nickel allergy, vaginal discharge, migraine. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.